Manufacturer narrative:
This report is submitted on nov 25, 2021.

Event description:
Per the clinic, the patient experienced wound healing issues and persistent infections that were treated with various topical treatments and oral antibiotics. The implant remains in-situ.